Manufacturer narrative:
We have now concluded our investigation for the complaint received. The returned device was functionally evaluated. There were no errors found with the device; it performed as expected without issue. It was reported that the device was unable to charge when it became overheated. This is a safety design feature. To comply with safety regulations this device will fail to charge if it reaches 45°c. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out negative pressure wound therapy at this temperature but will not charge. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Event description:
It was reported that the patient noticed that within two hours the battery overheated, the patient gave the bag away and the pump cooled down.